Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for g4 as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported via web form that the adc device detached prematurely. A relative of customer was reached, and reported that as the sensor detached, the customer was unaware when they became hypoglycemic, and required unspecified treatment by relative. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported via webform that the adc device detached prematurely. A relative of customer was reached, and reported that as the sensor detached, the customer was unaware when they became hypoglycemic, and required unspecified treatment by relative. There was no report of death or permanent injury associated with this event.